Event description:
It was reported there was a loss of therapeutic effect. It was reported the patient needs ¿some adjustments¿ done because they are feeling stimulation more ¿on the left¿ and would like it more ¿on the right¿. It was reported the patient¿s symptoms have returned in the last six weeks since they fell. It was noted the patient has seen their health care provider (hcp) and has another appointment in three weeks to see them again.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer.